Event description:
Surgeon complained about ethicon ligaclip handpiece being hard on the hands. Scrub tech looked at ligaclip and saw that clips kept getting stuck, making it more difficult for the surgeon to squeeze the firing hand piece. Ligaclip removed from the field and a new one was opened.